Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to communicate) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and was unable to complete functional testing. The cause for the failure was isolated to u1 and u7 components on the pca board had no output. The root cause for the shorted components was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).